Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was able to reset the device himself and had no complaints since then. Weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there was a 376 code on the ins recharger (insr) when the patient tried to charge the ins. The insr started beeping when the caller was troubleshooting and resetting the insr resolved the issue. It was reported that the screen was blank following the reset. It was reported that the patient had not charged the ins for 17 months. It was reported that the patient was using morphine because the ins wasn¿t working. No further complications are anticipated.